Event description:
The customer contacted beckman coulter, inc (bci) to report low sodium test results were obtained for 40 pt samples when using the unicel dxc 800 synchron clinical system. The test results were determined to be erroneously low when the samples were retested using another unicel dxc 800 synchron clinical system, and higher results were recovered. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 19 of 41 reported by this customer. An MDR was filed for each of the 40 pts, and a report of a similar event on a different date.

Manufacturer narrative:
On (B)(4) 2008, quality control (qc) for sodium was run at 7pm. The sodium test result was out of range low. All samples run since the previous acceptable qc was repeated on another unicel dxc 800 synchron clinical system. Service was requested, however, the info is not available. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR represents event 19 of 41 reported by this customer.